Manufacturer narrative:
A follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had heat. The assignable root cause was determined to be due to improper maintenance. UDI:(B)(4).

Event description:
It was reported that the craniotome device had an object or a piece broken off inside. It was further reported that the device was not working and was unable to attach to the handle. During an in-house engineering evaluation, it was determined that the device had a damaged component, damage bearings, noise, heat and failed pre-test for temperature and vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.